Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device does not recognize child pad-paks. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that their device does not recognize child pad-paks. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation confirmed the reported fault. During the investigation, the device was found to be giving incorrect adult patient prompts with a pedi-pak installed. Measurements taken confirmed the failure of the reed switch. The device was scrapped by heartsine.